Manufacturer narrative:
A thorough engineering investigation has been performed to identify the root cause of the reported issue. The engineering team determined the detachment of the monitor arm was caused by the porosity of the cast aluminum knuckle, combined with sudden shocks during transit, which can lead to the development of stress cracks and potential failure. The knuckle supports the entire cantilevered display, subjecting it to significant stress. Repeated or violent shocks during transit can cause the cast aluminum knuckle to crack and ultimately break.

Event description:
A customer reported the monitor arm detached from the articulation arm assembly of their affiniti 30 ultrasound system. No patient or user was harmed as a result of the issue. An investigation is underway to determine the root cause of the issue. Results of the investigation will be included in a follow-up report upon its completion.